Manufacturer narrative:
Analysis of the 8596 catheter revealed no significant anomaly, catheter body deformed in shape and/or abrasion did not affect infusion. Analysis of the 8703w catheter revealed catheter body hole caused by deep abrasion, catheter body broken, catheter body user related hole. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8575, lot# n069461, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: accessory. Product ID: 8703w, lot# l5436, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient recently had the pump replaced and found that the existing catheter was getting ¿gunked up¿ and ¿all caked up¿, as the patient was on a high dose and concentration of dilaudid. The healthcare provider (hcp) planned to replace the entire catheter on (B)(6) 2014. It was also planned to change the concentration of drug. They would likely take the pump out, keep it in the sterile field, do a back table prime and hook it up to the new catheter. The device system was used to deliver dilaudid. It was later reported at the pump replacement on (B)(6) 2014, the hcp noted no cerebrospinal fluid (csf) flow, along with unknown build-up inside the catheter. The patient experienced less than 50% therapy relief. A catheter replacement was done on (B)(6) 2014. At the catheter revision, the catheter was twisted and dislodged from the intrathecal space. A catheter kink occurred. The location of the catheter issues were the catheter tip, connector pin and distal segment. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. It was later reported that all catheter segments and a new ascenda catheter was implanted. As of (B)(6) 2014, the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.